Event description:
New information received notes that no intervention was performed during procedure to address the dissection. Patient was stable and was discharged same day post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that coronary sinus was dissected during the implant procedure. System implant procedure was completed successfully. The event was resolved the same day. Further information was requested and not received yet. Related manufacturer reference number: 2938836-2019-14155.